Event description:
Graft was initially passed with toggleloc device. Device malfunctioned multiple times. Visualization was achieved with a lateral incision. Physician manually flipped the toggleloc. Downward pressure pulled the toggleloc into the tunnel. Physician removed graft and removed toggleloc from graft. He passed two ethibond sutures through graft and repassed the graft securing it with a polyethylene button. The device in question did not remain in the pt.